Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2020 additional information: d10, h6 the manufacturing record evaluation was performed and identified nonconformance which was raised to address the event reported. The necessary actions have been taken to address the issue. Investigation summary ==> it was received for analysis ten unopened samples of product code w9962, lot ppcbkrb0. During the visual inspection of the unopened samples, the swage and attachment area were noted to be as expected; however, the tip needle was observed deformed (damaged) in eight samples. In the rest of the samples no damaged needle tip was found. The damaged point defect has been correlated to the manufacturing process. This issue has been escalated to CAPA. In addition, the sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Note: events reported in 2210968-2020-07137, 2210968-2020-07138, 2210968-2020-07139, 2210968-2020-07140. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/21/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral perineotomy surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. It was reported that another suture was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.